Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2016. The customer was in a coma for several weeks and was hospitalized for 2 months. The customer experienced symptoms such as not breathing and going into a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also called with concerns about not being alerted of low blood glucose while sleeping. The insulin pump will not be returned for analysis.